Event description:
Had zimmer acetabular system inserted in left hip in (B)(6) 2008. On (B)(6) 2012 suffered 1st dislocation. There was 5 more dislocations prior to revision at (B)(6) hospital on (B)(6) 2013. At time of total joint revision found metal on metal. Covering at zimmer had worn causing metal flaking 5 years after hip implant system began failing causing severe pain and 6 dislocations resulting in trips to emergency room. Had to have revision on (B)(6) 2013 at (B)(6) hospital in (B)(6). Doctor found metal flakes at chromium and titanium on blood system. Doctor put in new head.